Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Jacket guard stuck. High jacket retraction noted. Added stent to ipsi side to improve flow. Outcome was a successful implant.